Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink and shaft separation were confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents of shaft separation or kink reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent information received stated there was no resistance noted during advancing the stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, non-calcified, mid right coronary artery (rca) the 6 fr non-abbott guide catheter was positioned and the 4.0 x 28 mm multilink 8 (ml8) stent delivery system (sds) was advanced with slight resistance and the shaft buckled/broke in the mid-section but remains in one piece. The device was removed without reported issue to verify that the stent had not dislodged from the balloon. There was no reported stent issue. A second 4.0 x 28 mm ml8 was deployed successfully without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.